Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons due unlocked lcd connector. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act and esc was not responding after attempting to clear "low reservoir" alarm. Customer's blood glucose was 275 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.